Manufacturer narrative:
(B)(4): the date of the event was reported as unknown date in feb 2015.as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics, (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. On an unknown date that same month, the patient was discharged from the hospital. At the time of this report, antibiotics remain ongoing and the patient is recovering. No additional information is available.